Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned in segments, analyzed and the overlay tubing of the lead became extrinsically distorted due to kinking/buckling. In addition visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the lead implant procedure, the lead became "kinked" when the physician attempted to force the lead into a "kinked" sheath at the first rib (clavical junction). The physician chose to use another lead. The lead was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2007 (B)(6), explanted: 2013 (B)(6); product ID 694965 implantable tachy lead implanted: 2005 (B)(6), explanted: 2013 (B)(6). (B)(4).